Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During a device changeout procedure, the lead was capped and replaced. The patient was fine and discharged post operation.